Event description:
(B)(6) 2011, I had severe cramping and intermittent pain for 2-3 weeks, urinary incontinence, lower abdominal and pelvic pressure, and low grade temperature. I did not go to the doctor at that time because we were in (B)(6) working as campground host. When we returned home, I went to family physician, and was referenced to my gynecologist. She says that the mesh had rolled up posteriorly, but the rectal section was still intact. The bladder was prolapsed once again. I have urinary incontinence, urgency, and pelvic pressure then and to the present time. I do have to say the total prolift did work in the beginning, but now has failed. Reason for use: cystocele and rectocele.